Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking: trauma/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation - implanted. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the patient underwent the surgery with the pfna nail. After the surgery, on an unknown date, the patient fractured. It was unknown whether the fracture was caused by the product or not. No further information is available. This report is for (1) unk - screws: nail distal locking. This report is 4 of 4 for (B)(4).